Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an alert for an out of range right atrial (ra) impedance measurement of greater than 3000 ohms. Additionally, noise was observed on the ra and right ventricular (rv) channels. The noise on the rv channel was not sensed by the device. The noise on the ra channel appeared to be from minute ventilation (mv) signals; was oversensed, and resulted in inappropriate atrial tachy response (atr) episodes. It was noted that the patient did not require ra pacing. The device was reprogrammed and the patient was going to be monitored. Additional information was received which noted that a surgical revision was performed. During the procedure, a lead fracture was noted. There was visible damage to the lead under the device. It was noted that the device had rubbed the lead and had caused a lead fracture. The ra lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.